Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during the air removal process, air bubbles were observed in the micro delivery chamber. Customer's blood glucose level was in the upper 100's mg/dl. Reportedly, a new cartridge was loaded to address the issue.